Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).